Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at home when his cgm displayed 125 mg/dl followed by a spontaneous increase to 300 mg/dl. Thirty-minutes later, the cgm value started decreasing; then the patient ¿crashed¿ and his cgm displayed 40 mg/dl, then no value. The patient was transported to the hospital; however, it was not confirmed if emergence medical services was call or if the patient¿s spouse took him to the emergency department (ed). At the ed, the patient was treated with IV glucose, his bg increased, and he was released from the ed after 90 minutes and his bg was 145 mg/dl. The patient was released with instructions to ingest food or a milkshake in the event his bg drops again. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.